Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's to have broken pitch cables at the distal clevis hub. The clevis did not exhibit any damage or wear marks. The cable segment that contains the crimp was still installed in the distal clevis. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that broken wires were observed prior to the start of the procedure on the medium-large clip applier, instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.